Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was properly deployed by the operator. However, the anchor did not deploy into the artery, it seemed to have been stuck inside the sheath. When the operator pulled back, the entire device came out. Manual pressure was performed and there were no vascular complications. The patient was reported to be in stable condition. The blood loss was less than 250 cc's. There were no other devices or equipment used with the reported product. Additional information was received on 27aug2019. A 6fr sheath was used. A pre deployment angiogram was performed, and it was an appropriate decision to use the angio-seal. Insertion and deployment seemed to go smoothly; however, upon withdrawal, the entire device came out with no resistance. After expecting the device; it looked like the anchor was still stuck inside the sheath and never deployed into the artery. The puncture site was a good stick in the common femoral artery. There was no disease or dissection present in the access site artery.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. Results - 3211 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. The arteriotomy locator was returned as well. Visual inspection revealed a kink at the blood inlet holes of the arteriotomy locator. The carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present within the sheath. Functional testing was performed, and the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The digital force was applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was not placed in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.